Manufacturer narrative:
Device investigations did not reveal any device defect. This finding is in line with the reported functional device whilst implanted. The patient's hearing deteriorated postoperatively, however this was not caused by the device. As mentioned in the patient report, the patient had no benefit using the device. Additional information from the explant report form states a dislocation of the floating mass transducer (fmt) was observed prior to the device being removed. This is a final report.

Event description:
The user has an ongoing hearing loss and is no longer within the indication criteria for the device. The user no longer had benefit with the implant. The device has been explanted on (B)(6) 2019.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user has an ongoing hearing loss and is no longer within the indication criteria for the device. The user no longer had benefit with the implant. The device has been explanted.